Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0414 captures the reportable event of a balloon torn. Block h11: investigation results the device was not returned for analysis and was reported to be disposed; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lot number, and a manufacturing review of the most probable lot numbers did not identify any anomalies or deviations that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during a gastroscopy procedure to treat esophageal stricture performed on (B)(6) 2026. During the procedure, the balloon was advanced through the gastroscope. When the user attempted to inflate the balloon, it did not inflate due to a visible split in the balloon material. The procedure was completed with another cre pro wireguided dilatation balloon. Here were no patient complications reported as a result of this event and the patient condition following procedure was reported to have fully recovered.